Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the partial pressure of oxygen in the arterial blood (pao2) was low. Product was not changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).